Event description:
The agent reported a broken anchorage plate that occurred during surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.